Manufacturer narrative:
It was reported that the drive tip twisted. - visual evaluation identified that the driver tip had twisted. However, without the return of the device, further investigation cannot be performed. - the root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces while torquing the device. - the reported event is confirmed based on the investigation of the returned picture.

Event description:
It was reported that the surgeon was attempting to remove a screw and the ar-8737-38 screwdriver twisted and contorted itself, therefore the surgeon was unable to remove the screw in question. Surgeon ended up cutting the screw in question. See attached image.